Event description:
It was reported that while in use with the patient, the pumps were malfunctioning, they did not alarm when cassette was low on medication. No patient or clinical injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Additional information in d5 and h10.